Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(6): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph procedure at 48,000 joules and 6 minutes, it was noted that the fiber tip was melted and that the fiber can't keep vaporization. The fiber was exchanged and another fiber was used to complete the procedure. Patient outcome: "ok" reported. There was no injury to the patient reported.